Event description:
A report was received that the patient was experiencing nausea and vomiting. X-ray result revealed both leads had migrated inferiorly. The physician believed that some of the nausea could be associated to the high lead placement and stomach stimulation. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.